Event description:
Two penumbra system pumps stopped working and needed to be replaced. The air filter adapters and pressure knobs are no longer working. The pumps have not been working for awhile. Penumbra was not aware of these issues until a sales representative visited the hospital. The hospital had a back-up pump. No patient issues. This MDR is associated with MDR 3005168196-2012-00292

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2012-00292. Scrapped by the site.